Event description:
Poc coordinator reports medical staff receiving lower than expected % oxyhemoglobin results on avoximeter 1000e when compared to another avoximeter 1000e and a pulse oximeters. Prior to any testing on the avoximeter 1000e, a newborn pt diagnosed with hypoplastic left heart syndrome was transported to cardiac cath lab to undergo an unspecified procedure. Baseline arterial result of 80% oxyhemoglobin obtained on the first avoximeter 1000e was 10% lower than the oxygen saturation as reported by the pulse oximeters, and 5% lower than a second avoximeter 1000e. Medical staff believed result obtained on the second avoximeter 1000e was more appropriate to the pt's condition. Procedure was completed using the second avoximeter 1000e without any reports of interventions and/or adverse events.

Manufacturer narrative:
(B)(4). On site investigation conducted by user facility. Optical filter (yellow and orange) quality control was performed on the avoximeter 1000e prior to, and subsequent to the alleged event. All passed. Liquid quality control was performed on the avoximeter 1000e prior to, and subsequent to alleged event using the same lot of cuvettes. All passed. Itc clinical affairs investigation and conclusion: as described in medical textbooks/journals, pulse oximetry measurements and avoximeter analysis use different methodologies for % hbo2 detection. Due to these differences, whole blood measurement of % hbo2 will commonly produce values lower than pulse oximeter's spo2 measurement (functional vs. Fractional analysis). Based on the medical staff's reported experiences, they are aware of, and acknowledge results that avoximeter values are typically 2% lower than pulse oximeter readings. The pt's hematocrit was 40%, within operating specifications of the avoximeter 1000e. A difference in % hbo2 of 10% can alter diagnoses and therapeutic intervention in pt populations with hypoplastic left heart syndrome. If values was not investigated by medical staff as noted above, a potential harm could occur. Manufacturer awaiting product return from user facility.